Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer had c-84 errors on the erbe generator. The customer moved to an external generator to finish the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found that the erbe failed the short circuit bipolar soft coag test. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed, and the reported failure was confirmed but could not be reproduced. The error log confirms the history of c-34 errors being displayed, showing up as c-00 on the error log. The unit energized and cauterized and all ports recognized instruments.